Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported leak is related to procedural conditions (user error). The reported cardiac arrest and air embolism are cascading events of the leak. The reported patient effects of embolism and cardiac arrest, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was being performed to treat grade 4 mitral regurgitation (mr). During the procedure, the three way stop cock on the steerable guide catheter (sgc) was accidentally left open causing an air embolism. The patient went into cardiac arrest, and CPR was performed. The air was aspirated from the patient anatomy. One clip was implanted, reducing mr to <1. It was noted the patient was stable after the procedure.